Event description:
The technician alleged the nurse call was disabled and had to be manually enabled. No pt impact.

Manufacturer narrative:
The bed had a new upper control board on which the nurse call feature did not arrive as activated. Technical support assisted the account in enabling the nurse call feature to resolve the issue.